Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date ¿ this issue occurred on an unspecified date in august 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was kinked and twisted within the chambers of an unspecified infusion pump. It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.